Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod for an unknown amount of time. It was also reported that the pod could not find the transmitter. Symptoms reported include diarrhea, vomiting, tired and unable to see properly. The patient was treated with intravenous. The patient was released one week later.